Manufacturer narrative:
Exact date unknown, event occurred about a year ago.

Event description:
It was reported that the patient battery stopped holding a charge. It was reported that the patients location of the ipg seemed deep and not flushed. The patient underwent an ipg replacement procedure, and the explanted device was not recovered due to hospital protocol.